Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a patient presenting with poor perfusion in both lower extremities. The decision was made to remove the impella device due to diminished popliteal pulses that were found both pre and post impella insertion. After removal of the impella, however, a blood flow occlusion was detected due to a thrombus found caught in the patient's iliac stent. Vascular surgery was required to restore blood flow. A determination on whether the issue arose due to impella explant process or closure device could not be determined.